Event description:
It was reported that bd insyte autog bc blood control feature did not work and leakage occurred. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. Injuries or adverse event: no. Additional information received on 24 june: can you please provide an exact date of the event? It was on 12-june-2025 could you please provide a further description of the issue? We have noticed that the blood control mechanism is not functioning as expected- blood is spilling during insertion. This issue has occurred with several units.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of blood leaking beyond the blood control valve could not be confirmed from the unused representative 20g insyte autoguard devices that were provided for investigation in sealed unit packaging from lot # 4282309. A functional test showed the returned samples were within specification. No damage or defects associated with the manufacturing process could be identified on the returned samples. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.